Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving lioresal 509mcg/ml at 100mcg via an implantable pump. It was reported the patient experienced a loss of therapy following a pump replacement in (B)(6) 2024. A dye study was performed. The patient was taken to surgery. During the procedure, they were unable to get csf flow from old catheter. The first catheter that was opened was broken in the package and not implanted. A second catheter was opened and placed, and csf (cerebral spinal fluid) flow was great, and they were able to aspirate from the pump. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue. The issue was resolved at the time of the report, and it was noted the healthcare provider would not have any further information regarding the event.

Manufacturer narrative:
Continuation of d10: product ID 8780, serial#(B)(6), implanted: (B)(6) 2017, explanted: (B)(6) 2024, product type catheter pro duct ID 8784, serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6)2024, product type catheter product ID 8780, serial# (B)(6), product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 09-oct-2019, UDI#: (B)(4) ; product ID: 8784, serial/lot #: (B)(6), ubd: 24-may-2025, UDI#: (B)(4) ; product ID: 8780, serial/lot #: (B)(6), ubd: 28-jun-2026, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.